Event description:
On (B)(6) 2013, it is reported by the staff that a pt sustained a liver laceration due to a malfunction of a covidien extra hand balloon retractor used in a laparoscopic procedure. Procedural note documented that the balloon retractor was inserted and attempted to be deployed. However the balloon retractor was not functioning properly and it went into the falciform ligament. At the base of the falciform ligament bleeding noted in the right lobe of the liver. Bleeding controlled and stopped. The original surgery was completed and pt discharged home 2 days later on (B)(6) 2013. Balloon retractor sequestered.